Event description:
It was reported that (1) device was used during a tonsillectomy. It was reported by the rep that the hp052 emits constant tone when foot pedal was activated. Applied test tip and still had constant tone. Another device was used to complete the case. There was no consequence to the patient.